Event description:
Battery auto test of the lifepak 500 AED did not identify a low battery situation. At 3pm, rptr received a "replace battery" prompt. An automatic battery test 12 hrs later did not indicate a battery problem. The test history log showed that the auto test of the battery at 03:00:17 was ok. Subsequently the replace battery prompt occurred at 20 min intervals. Problem reported to tech support.